Manufacturer narrative:
(B)(4).

Event description:
The patient was experiencing withdrawal. The pump refill date was (B)(6) 2011; however, the patient forgot to pick up the medication for the refill and would likely not have the pump filled until (B)(6) 2011. It was noted that the patient typically felt withdrawal a few days before each refill with their current physician. With their prior physician, the patient was on oral meds with an intrathecal dose of 4 mg/day; morphine primary, bupivacaine secondary. The current physician did not "believe" in oral meds. The patient was now on intrathecal morphine/bupivacaine with morphine at 20 mg/day. The patient had more frequent office visits with the current physician and the pump was filled more often. The patient was looking for a new physician. On (B)(6) 2011, the patient was admitted to the hospital for withdrawal symptoms; the patient had increase baseline pain. Additional information has been requested, a follow-up report will be sent if additional information becomes available.